Event description:
Caller reported a malfunction on the pump without any notable events occurring beforehand. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.